Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of over 33.3 mmol/l with dizziness, light headedness, and nausea. Troubleshooting of the event indicated that the cartridge that had been inserted into the pump was filled with air rather than insulin which was the cause of the patient's blood glucose increasing. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error of filling the cartridge with air instead of insulin.